Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. This report is made based on results of investigation completed on (b)(64) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that the force sensor is out of calibration and the force sensor resistance measurement is out of specification. There was evidence of green contamination on the force sensor plate. Evaluation revealed that the motor flex cable was dislodged.